Event description:
After the surgery, the dislocation of the liner from the acetabular cup was found. During the surgery, it was noted that the liner came off from the cup easily, the cup loosened from the acetabulum, and the screw which fixed the cup loosened. The doctor tightened the screw, and inserted the liner into the cup again and completed the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.